Manufacturer narrative:
H3 device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. A fluid leak was identified in the cuff shell. The damage is consistent with wear and material fatigue at a fold in the cuff . Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). Product analysis confirmed the mechanical issue. The cuff leak identified would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence. No product malfunction was identified with the balloon and pump components.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a device performance issue and leakage. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The procedure was completed successfully.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a device performance issue and leakage. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The procedure was completed successfully.